Manufacturer narrative:
The field service engineer determined a leakage of the reagent sampling assy. He replaced the reagent sampling assy and a syringe and adjusted the positions. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 1.4 mmol/l and repeated as 2 mmol/l on a different analyzer. The initial questionable result was not reported outside of the laboratory. The calcium reagent lot and expiration date were requested but not provided.